Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error (se) 1031 during drain 4 of 4, drain volume 4339ml, fill volume 2500ml, and the hp stated felt full. The technical service representative (tsr) had the hp cycle power to clear the alarm. The hp resumed the drain, drain volume 4379ml and the hc moved to last fill and went to end of therapy. The tsr would swap, hp would program. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.